Manufacturer narrative:
Date of event was reported as "about a week or 2 weeks ago" ((B)(6) 2016).

Event description:
Information received from the patient reported that their "device was not working". It was then clarified that they had a loss of therapy (not getting results&#55904;and stimulation from their implantable neurostimulator (ins). The patient stated that when they turn on the implant it is "not working". It was noted that the patient was only getting the 9 volt battery green light on programmer. The patient stated that all of the ins "lights" on the programmer were off and had tried new batteries. There were no falls or trauma reported related to the issue. The indication for use for the implanted device was noted other chronic/intract pain (trunk/limbs). There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.